Event description:
This rv lead was implanted on (B)(6) 2013 and strll remains implanted at this time. In a product experience report received on 08/21/2018 it was noted on that the lead had a non-intermittent lead fracture with impedance was over 3000 ohms. The physician was dr. (B)(6) in japan. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).